Event description:
It was reported to philips that the monitor is displaying only one lead. The customer's other monitors display four leads and the customer wants to know how to change the configuration to display four leads. There was no reported patient involvement.